Event description:
It was reported that the device was used during a colon resection. It was reported by the rep that (1) tlc75 was used during the procedure, and after positioning the instrument, the surgeon attempted to fire it and discovered that the firing knob would not advance. Another tlc75 was opened and used to complete the case. There was no consequence to the patient.